Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were reproduced and confirmed through evaluation. The force required to secure the door was above expected levels. The door hook were replaced.

Event description:
It was reported a spectrum pump had a door not fully latched alarms. It was also reported there was no patient injury.